Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported marker lumen blockage was unable to be confirmed. A proxy syringe, filled with water, and flushing tool connected was used to flush through the marker lumen with no anomalies noted. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, the proglide device was advanced into the lcfa, but no pulstile blood flow was seen from the proglide marker lumen. The device was adjusted; however, no blood flow could be seen from the marker lumen. The proglide device was removed and two additional proglide sutures were placed using the preclose technique. During the aaa procedure the sheath was upsized to an 18f and the aaa procedure was completed. After the aaa procedure was completed hemostasis was achieved with the two pre-placed proglide sutures. Hemostasis was successfully achieved in the right common femoral artery (rcfa) using the pre-placed sutures of two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.